Event description:
During a da vinci si prostatectomy procedure, the articulation cable on the thoracic grasper instrument allegedly broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed that the pitch cable was broken and sticking out of instrument's snake wrist. Wrist motion was not intuitive as a result of cable breakage. Other cables at the instrument's snake wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.